Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR # 2183959-2015-00554.